Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer stated that the sealing function was not stable during a diagnostic laparoscopy even though a sealing tone was heard. Blood loss was described as being ¿not a lot¿ and there was no injury to the patient. The procedure was finished with a device of the same type.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. The device was tested by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.